Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and they down the blood glucose to normal when they using insulin pump in hospital. The customer¿s blood glucose level was unknown at the time of incident. Customer was performed motor displacement test and it was passed and they had no other alarm. The insulin pump will not be returned for analysis.